Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented with loss of consciousness. During investigation, it was discovered the atrial lead was undersensing and the right ventricular lead exhibited a failure to capture. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5119415.